Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received questionably high troponin I results on their e602 analyzer for two patients. The first patient's initial troponin I result was 1.89 ng/ml and it was reported outside the laboratory. The patient's sample was sent to a different laboratory and tested on a centaur analyzer and the result was <0.16 ng/ml, which was considered negative. On (B)(6) 2013, the second patient, a (B)(6) female, had an initial troponin I result of 1.02 ng/ml and it was reported outside the laboratory. The patient's sample was sent to a different laboratory and tested on a centaur analyzer and the result negative. The repeat results were considered correct. Both patients were admitted to the hospital based on the initial troponin I results, but neither patient was harmed by this event. The troponin I reagent lot number was 171824. The expiration date was requested, but not provided.

Manufacturer narrative:
A root cause could not be determined. A general lot issue could be excluded.

Manufacturer narrative:
Two patient samples were returned for investigation. The samples were tested with reagent lot 169314 and the results were found to be <0.3 ng/ml. The samples were tested with reagent lot 171824 and found to be above the cut off (1.70 and 1.14 ng/ml) and were comparable with the customer's results.